Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received on jul 29, 2019, indicates that the lead was a right atrial lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the stylet could not go through the lead smoothly. Another lead was used, and the patient was stable.